Event description:
The customer reported that the system had no image and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced and the system was adjusted during the service call. The system was tested and found to be working as intended and put back into service.